Event description:
It was reported that this right ventricular (rv) lead exhibited noise and intermittent loss of capture during generator changeout. In addition, low out of range pacing impedance measurements were shown, and when attempting different programming options high capture thresholds were obtained. Lead fracture was suspected. The physician opted to surgically abandon and replace the lead. No additional adverse patient effects were reported.